Event description:
It was reported the customer was experiencing low blood glucose of 42 mg/dl, treated with orange juice. Customer was also experiencing calibration errors. Customer's father was advised how to properly calibrate. No further info provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification with low readings.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.